Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 436 mg/dl at the time of incident. The customer's blood glucose was 419 mg/dl at the time of call. The customer's blood glucose was around 300 mg/dl at the time of hospitalization. The customer stated that they tried to treat the blood glucose with manual injection but the blood glucose would not go down. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.